Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapies. Interrogation of the device revealed episodes of noise that inappropriately led to vt/vf detection and therapy delivery. The noise was not reproducible and no other electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.